Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see medwatch report 2032227-2015-48448.

Event description:
It was reported by the legal representative of the decedent's family that the customer was admitted to a hospital on (B)(6) 2013, with hyperglycemia as well as an acute cva (cerebrovascular accident). Before being discharged, the customer required intravenous insulin for several days. On (B)(6) 2013, the customer was again admitted to the intensive care unit with diabetic ketoacidosis and was found to be in a diabetic coma. The customer was unresponsive and required endotracheal intubation for mechanical ventilation. On (B)(6) 2013, the customer was discharged to a skilled nursing facility for treatment. The customer was eventually placed in hospice care and died in (B)(6) of 2014.

Manufacturer narrative:
This additional information is being provided after new information became available. Please also see medwatch number 2032227-2015-48448.

Event description:
Medtronic legal received additional information regarding the customer's passing from the attorney of the family. The information received on (B)(6) 2016 alleges: "on or about (B)(6) 2014, the customer died, with her cause of death listed as stroke and vasculitis occurring months previously. On or about (B)(6) 2013, a statement of expert evaluation confirmed that the customer was in a persistent vegetative state due to stroke and cerebral vasculitis. The customer suffered an acute ischemic stroke on or about (B)(6) 2013, which was the cause of her persistent vegetative state. On or about (B)(6) 2013, the customer's next of kin consulted with the customer's doctors and learned that the customer's stroke was caused by diabetic ketoacidosis. On or about (B)(6) 2013, the customer experienced elevated blood glucose levels as a result of under delivery of insulin. The customer's elevated blood glucose subsequently lead to diabetic ketoacidosis, stroke, cerebral vasculitis, and eventually death."